Event description:
It was reported that measurement results of lead impedance after connecting to a new neurostimulator were "> or = 4,000 ohm.

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, serial# (B)(4), product type lead. (B)(4).